Event description:
The previously reported CABG revascularization was performed on the ramus, rca, lad and first diagonal. Investigator indicated that the previously reported mi and CABG revascularization events were not related to the study device. It is reported that the patient recovered.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Event description:
It was reported that on the day of the previously reported mi, urgent angiography showed definite stent thrombosis at ostial ramus and ostial lad within stents that were not related to study devices. The stent thrombosis is related to the study vessel but not to the study lesion and stent. An iabp was inserted. It was assessed that the mi was in a non-target lesion.

Event description:
During index procedure, the patient had one endeavor sprint drug-eluting stent implanted in the rca. Fourteen days later, during a staged procedure the patient had three endeavor sprint drug-eluting stents implanted, one in the ramus and two in the lad. Approximately 48 months post index procedure, the patient suffered an mi. Two days later, the patient had a target vessel CABG revascularization of the rca, cx, 1st diagonal branch and lad. The relationship between the events and the study device was not assessed.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (stent thrombosis). (B)(4).